Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.145¿ x 0.438¿ was found to be broken off and the piece was not returned. The complaint regarding a broken tip was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps had a broken tip. There was no report of patient involvement.